Event description:
Reportable based on device analysis completed on 15-oct-2018. It was reported that crossing difficulties were encountered. The 95% target lesion was located in the highly tortuous and fibro calcified left circumflex (lcx) artery. After a 3.5mm x 12mm quantum maverick balloon catheter, a 2.75mm x 12mm quantum maverick balloon catheter and a 2.0mm x 12mm maverick failed to cross the lesion, the procedure was completed with another balloon and stent. No patient complications were reported and the patient status was stable. However, returned device analysis revealed balloon torn longitudinal of the 2.00mm x 12mm maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the balloon has a longitudinal tear 4mm from the tip and is the approximate length of the whole balloon. The balloon is loose. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.